Manufacturer narrative:
Uf/importer report number (B)(4) received on august 18, 2020. (B)(4). According to the complainant, the suspect device was not saved and was disposed of, therefore it is not available for return. If any further relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a sensation medium oval flexible snare was used during an unknown procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the physician was snaring a polyp using cautery unit and cautery was not providing heat or cutting ability. During troubleshooting, the active cord was changed, the cautery unit plugs were checked, and another cautery unit was tested but unfortunately, the cautery would still not work. Reportedly, there were no visible issues noted with the cautery pins. The endoscopy staff was unable to verify if the snare securely attached to the active cord. A safety inspection was performed on the original cautery generator unit, with no issues found. The faulty polypectomy snare device was removed from the scope and the new snare device with a different lot number was inserted into the scope and it worked appropriately which completed the procedure. There were no patient complications reported as a result of this event. The patient condition following the procedure was not impacted.